Event description:
The custome rreports that the swg (spring wire guide) kinked.

Manufacturer narrative:
Qn#(B)(4). The customer returned a guide wire assembly, 2-l catheter, ars and other various components for evaluation. The guide wire was observed to have two distinct kinks inside the guide wire body. The distal j-bend was misshapen and was straightened out. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 44mm and 175mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through an inventory 18ga introducer needle connected to inventory ars to functionally test the guide wire. The guide wire passed through all components without any significant resistance. The guide wire also passed through the returned catheter with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was completed with no relevant manufacturing issues were identified. The IFU provided with this kit warns the user" do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had two distinct kinks measuring 44mm and 175mm from the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked.